Event description:
The pt lost stimulation. It was noted that the pt had lost 80 lbs over the past year. They could feel the implantable neurostimulator (ins), but it moved some in the pocket. They were unable to interrogate the ins due to battery depletion. They were unable to charge the ins; the battery had been depleted for the third time. The ins was replaced.

Manufacturer narrative:
(B)(4)